Manufacturer narrative:
Analysis was completed. The septum punch-outs in the setscrew inset were the only thing preventing the torque wrench from inserting. All other device characteristics were normal. No device anomaly was found.

Event description:
It was reported the patient presented in clinic for a pacemaker upgrade. During the device switch, the doctor had difficulty removing the leads from the explanted device. The leads were able to be removed, and the new pacemaker was implanted without issue. The patient was stable throughout.